Event description:
I have gained a lot of weight, joint pain, muscle pain and have over 21 symptoms linked to breast implant illness. Nothing in my bloodwork shows up. There is no explanation why I've gained almost 30 pounds since getting implants. I was very healthy, I've never been this weight or have experienced such gain weight. I've never suffered from all my current symptoms until got implants. I've had 4 surgeries because I had capsular contracture 3 times. My last set was 2 years ago, shows then I've gained over 22 pounds. My health has been worst since last year when I did my first mammogram. FDA safety report ID# (B)(4).